Event description:
It was reported that a clinician called regarding a patient attempting to discontinue use of the ilet due to hypoglycemic episodes, with reports showing regular meal announcements entered after elevated glucose and frequent lows afterward; the clinician also noted cgm target settings alternating between high for part of the day and low for the remainder. Symptoms included hypoglycemia. Outcomes included no alerts or alarms reported. Investigation included review of device data and user-reported history. Investigation of this case revealed meal announcements being used as corrections and a configuration of cgm target settings that could contribute to glycemic variability. It was concluded that user technique, including entering meal announcements after hyperglycemia and using meals as correction, likely contributed to the reported hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.